Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis manifested by pain, discomfort, cloudy effluent, and trouble with drains due to constipation coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The patient was hospitalized for five days. The patient was treated with clindamycin (for a total of 3 days, dose, frequency, route not reported) and vancomycin (dose, frequency, route not reported) for peritonitis. Twenty-eight days after the onset of peritonitis, the vancomycin was discontinued. The following day, the patient¿s catheter was removed and the patient was temporarily switched to hemodialysis therapy. However, the patient will continue taking vancomycin while on hemodialysis. At the time of this report, the patient¿s effluent remained cloudy and was not recovered from the peritonitis event. Pain/discomfort has decreased yet not fully recovered. The patient recovered from constipation while in the hospital. The patient will continue treatment of vancomycin while performing hemodialysis. Additional information not available.